Event description:
Pt who had charite artificial disc implanted in 2006 at l4/5 contacted depuy spine to report that she has had a negative outcome. She reports throwing up for a year and a half before being diagnosed with autonomic neuropathy. Autonomic neuropathy is a group of symptoms that occur when there is damage to the peripheral nervous system. She reports now that she is dizzy and fallen several times. As an adverse outcome was reported, an MDR is being filed to document this event.

Manufacturer narrative:
The process of accessing the site is technically challenging and care must be taken to avoid vascular and neurological structures. The instructions-for-use supplied with the device address the complications that may be associated with use of the charite disc. At this time no definitive conclusions can be made. The issue as understood at this time may be a surgical complication to the procedure itself, and cannot be confirmed to be device related.